Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-69: using incorrect test strip platform. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results obtained of 166, 199, 228, 365 and 156 mg/dl. Customer was also concerned with erratic blood glucose test results from back to back blood tests of 300 and 150 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 120 mg/dl. Customer is using incompatible test strips with meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the bathroom. The test strip lot manufacturer's expiration date is 09/21/2020 and test strips were opened two days ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strips had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results obtained of 166, 199, 228, 365 and 156 mg/dl. Customer was also concerned with erratic blood glucose test results from back to back blood tests of 300 and 150 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 120 mg/dl. Customer is using incompatible test strips with meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the bathroom. The test strip lot manufacturer's expiration date is 09/21/2020 and test strips were opened two days ago. The meter memory was reviewed for previous test result history: result 1: 166mg/dl date: 6/13/2019 time: 7:29am fasting result 2: 199mg/dl date: 6/12/2019 time: 9:13pm fasting result 3: 228mg/dl date: 6/12/2019 time: 8:34apm fasting result 4: 365mg/dl date: 6/12/2019 time: 11:37am fasting result 5: 156mg/dl date: 6/12/2019 time: 7:42am fasting